Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 270 mg/dl. The customer¿s current blood glucose value was 305 mg/dl. The customer also reported other blood glucose values such as 344 mg/dl, 305 mg/dl. The customer was treated with bolus and insulin pump for high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was using the insulin pump when high blood event was reported. The insulin pump will not be returned for analysis.